Event description:
Pharmacist contacted lfs requesting a replacement for a patient. While troubleshooting, per the pharmacist the meter was not working properly and was defective; however, she did not know the exact issue with the subject meter. The patient was not available at the time of the call. The pharmacist did not report any symptoms by the patient. Product was replaced. The complaint is being reported since the alleged issue was not resolved over the phone.